Event description:
Caller reported an issue where the insulin gauge displayed a different amount than expected, with a static fill estimate of 95 units that did not change despite insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the caller that this discrepancy could occur due to a large variance in measured pressures. Once the insulin amount matches the static number, the fill estimate would adjust correctly. The caller understood and acknowledged the explanation.